Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that tubing broke at the backflow check valve. There was no patient involvement and no delay in patient care.

Manufacturer narrative:
The customer¿s report that the tubing broke at the backflow check valve was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the primary set¿s check valve outlet port was broken off and lodged inside the engagement of the tubing. Closer inspection under a lab microscope observed that the break sites¿ surfaces showed signs of stress marks and had jagged and uneven edges. No other anomalies or damages were observed. Functional testing could not be performed due to the breakage of the primary set¿s check valve port. It was concluded that an excessive external lateral/leverage force was applied at the engagement between the tubing and the check valve resulting in breakage. The root cause of the excessive force was not definitively determined.

Event description:
It was reported that he tubing broke at the back-flow check valve. It was confirmed during follow up, that there was no patient involvement and no delay in patient care.